Event description:
It was reported that during a laparoscopic pneumectomy procedure, the device could not be fired after closing on the pulmonary vein. The device was removed with jaws closing after ligation was performed on the patient side. Some staples fell off when the device was removed from the patient. The cartridge was white. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the events described in the complaint. It was reported the device could not be fired and then describes removing the device after firing. Was the device fired? If yes, were there any issues noted with firing? Did the staples fall off from the tissue? Were the staples formed? Were they retrieved from the patient? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue?